Manufacturer narrative:
(B)(4). Date sent: 12/14/2020. Additional information: upon visual inspection of thirteen photos, the following was observed: the photos (1, 2, 4, 5, 12) show a piece of tissue with an incomplete line of staples. The photos (3, 6, 10, 11, 13) show a device from anvil area with a blue reload loaded and the right side appears to be fully fired and left side on the inner row the staples can be seen protruding. The photos (7, 8, 9) show a loose blue reload and a device with a blue reload loaded aside. The loose reload can be seen fully fired. The reload loaded can be seen from right side appears to be fully fired and left side on the inner row the staples can be seen protruding. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined.

Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event is 2020. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Additional information received: thirteen photos have been received for review. Review is in progress and is not yet completed. Upon completion of photo review, a supplemental medwatch will be sent.

Event description:
Hold for ab 12.1in bariatric surgery, when shooting, it stapled only on one side of the cut, it means that about 3 staple lines that did not staple. Was surgery delayed due to the reported event? Unknown. Was procedure successfully completed? Unknown. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences, no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study, unknown. Ip-01011648. Device property of none. Device in possession of none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.